Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Review of lv threshold measurements showed that they were 3v @1.5ms, which was also the currently programmed lv output. This lv lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).